Event description:
A pt sample generated an initial imx total bhcg assay result of 0.0 miu/ml. The sample retested at greater than 1000 miu/ml. A 1:10 dilution was made of the sample with final results of 1778.2, 1553.5, and 1995.5 miu/ml. There is no impact to pt management reported.